Event description:
The manufacturer received information alleging a trilogy 100 ventilator was returned for service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and it was noted that the alternating current (ac) cable was missing. The device's ac cable required replacement to address the issue. However, no repairs were completed because the device was scrapped. Additional findings not related to the malfunction/issue: the device's handle was missing.